Event description:
The devices were implanted in 2003. Eight months later, facility's nurse, clinical coordinator informed the manufacturer's (MFR) clinical specialist of the following: chills. Blood cultures were taken and showed positive for staph aureus. As a result, the patient was admitted to the hosptial and the valves were removed 7 months later. The locaiton of the explanted valves is not known. Additionally it was noted that this pt has a history of access infections, is severely mentally handicapped. The pt is noted to drool continuously all over their chest, inclduing in the area of the valves, and is unable to wear a mask while the staff is cannulating the valves. The MFR's clinical specialist also noted that the facility's patient care technician's (pct's) were trained with the 4 weeks prior to the infection, and it is unknown if they were performing the skin scrub for a full 60 seconds. The MFR clinical specialist was requested to present at the facility to perform troubleshooting training. No further details were provided.